Event description:
It was reported that ultrasafe plus x100l pr white ccl was unable to activate after use. The following information was provided by the initial reporter: we received a complaint from a clinic in scotland. They report performing an injection where the needle did not retract after. There was no difference in the delivery of the injection and no issues giving it.

Manufacturer narrative:
The following fields were updated due to additional information: h6: evaluation method codes: 3331. H.6. Investigation: one picture evidence was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. These ultrasafe plunger rod products are manufactured at bd approved supplier and released based on certificate compliance. Batch history record's review (bhr). Was performed. Based on the enlarged picture evidence, it seems (we cannot confirm it as the quality of the evidence is limited and that the sample was not provided): the syringe is empty (stopper is up against the end of the barrel). The plunger was pushed until the trigger finger guard level based on this unique picture evidence, bdm-ps is not able to confirm if the plunger rod has triggered the trigger fingers. The plunger may have needed an extra push to completely trigger the trigger fingers that have the function to unlock the guard from the body. The reported condition is therefore potentially linked to an end user error. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
H.6. Investigation: one picture evidence was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. These ultrasafe plunger rod products are manufactured at bd approved supplier and released based on certificate compliance. As the plunger rod batch number provided by the customer does not exist, the 8d team leader was not able to perform a batch history record's review (bhr). Based on the enlarged picture evidence, it seems (we cannot confirm it as the quality of the evidence is limited and that the sample was not provided): the syringe is empty (stopper is up against the end of the barrel) the plunger was pushed until the trigger finger guard level based on this unique picture evidence, bdm-ps is not able to confirm if the plunger rod has triggered the trigger fingers. The plunger may have needed an extra push to completely trigger the trigger fingers that have the function to unlock the guard from the body. The reported condition is therefore potentially linked to an end user error. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer but could not correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that ultrasafe plus x100l pr white ccl was unable to activate after use. The following information was provided by the initial reporter: we received a complaint from a clinic in scotland. They report performing an injection where the needle did not retract after. There was no difference in the delivery of the injection and no issues giving it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that ultrasafe plus x100l pr white ccl was unable to activate after use. The following information was provided by the initial reporter: we received a complaint from a clinic in (B)(6). They report performing an injection where the needle did not retract after. There was no difference in the delivery of the injection, and no issues giving it.